Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower temperature is too high message. The device was in clinical use when the issue occurred. There was no patient or user harm reported. During troubleshooting, it was suggested to check the filter and blower. A follow up was performed with the key market (km), and the responder reported that the issue was resolved after cleaning the cooling filter. No further details were provided by the km.